Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 1627487-2019-09482 & 1627487-2019-09483. It was reported the patient was receiving inadequate stimulation due to the left l1 lead was completely pulled out of the header of the ins. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. Both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Related manufacturer reference# 1627487-2019-09482 & 1627487-2019-09483.